Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) has been confirmed. Upon investigation, the electrode belt failed an incoming functionality test. The cause for the failure was isolated to shorted pulse wires on the distribution node pca board. The cause for the short was isolated to the pulse wires being pulled, which caused the shrink tubing to come off and exposing the pulse wires. The root cause for the pulse wires being pulled could not be positively identified. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
The nurse of a (B)(6) female pt called zoll customer support to report that the pt was receiving frequent check therapy electrode belt. The pt was issued a replacement electrode belt.